Event description:
The customer reported to baxter corporate product surveillance of a continu-flo solution set that had a no flow. The process step in which this reported condition occurred is unknown; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided.